Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice automated pd set with cassette leaked and would not prime. This issue was found before use. There was no patient injury and no medical intervention related to this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and a crack at the side of the welded cassette was identified. Pressure test at eight psi was performed and a leak at the crack location only was identified. The reported issue was verified. The cause could not be determined; however, cracks of this nature typically happen when the cassette is in contact with a chemical such as alcohol. Should additional relevant information become available, a supplemental report will be submitted.